Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end assy w/ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the down pulley wire fluid damage, the mecha base plate fluid damage,the light guide cable fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the adjusting collar corroded, the mecha base plate corroded, the lg cable connector corroded, the operation channel leak, the segment hard to move, the bending rubber discolored, the operation channel kink, and the remote control button transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).